Event description:
Patient rang out notifying rn that her chemo had been disconnected. When she entered the room rn noticed that the methotrexate primary tubing line had been disconnected from the female connector. She then paused the infusion and notified the primary nurse; we then grabbed the chemo spill kit. Rn gowned up and cleaned the spill per policy as I notified pharmacy, charge and ehs [environmental health and safety].